Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cr triathlon femur. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was revised due to mal-aligned/unstable total knee.as per sales rep 7/2/2015: the surgeon believes that the femoral component was loose.